Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis found the primary failure of broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. The root cause of a broken pitch cable is a component failure. A review of the device logs for the small grasping retractor (part# 420318-07 / lot/serial# n10190520425) associated with this event has been performed. Per this review of the logs, the small grasping retractor was last used on (B)(6) 2020 on system (B)(4). There were 6 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction identified through failure analysis could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, movement on the small grasping retractor instrument did not work, and a cable was found to be loose. The procedure was completed and there was no report of patient injury or harm.